Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "correlation/repro/discrepant". Customer reported that they received a discrepant results on MDR tb. Customer reported that on two different runs, one of the run had rif resistance not detected, while the other did. Both of the runs had tm values that were similar. Field service was dispatched and update the software to v5.14. Version 5.04 does not contain the updated mtb adf that address the low melt dynamic range curves during rif melt curve analysis. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6)2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Sample returned analysis consisted of photo sent by the customer of the affected runs. The photo of the runs shows a run containing a rif resistance not detected and another containing the rif resistance detected. Both of the melt values were similar for both runs with amplifications on both of them amplifying on the same channel. Root cause is determined to be due to the software not accommodating the curves during rif melt curve analysis. Complaint is confirmed by sample provided by the customer. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "there is a discordance of the results, being that both show similar curves but the instrument interprets dissimilar results only showing a resistance in the case of the sample."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. Medical device expiration date: na.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "there is a discordance of the results, being that both show similar curves but the instrument interprets dissimilar results only showing a resistance in the case of the sample".